Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with a broken cable was confirmed during product evaluation. The root cause of the reported problem was determined to be a damaged power cord. Appropriate action was taken to correct the reported problem by replacing the power cord.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with a broken cable. This condition was found during programming/setup of the device in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.